Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, sensor glucose vs. Blood glucose and unexpected suspend [low sg]. The customer reported blood glucose value of 26 mg/dl. The customer reported hypoglycemia treated with ems/ambulance/ER visit. Troubleshooting was performed. The event involved product(s) mmt-397a, mmt-332a, mmt-7841zn, mmt-7040a, mmt-1884. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. Customer reported low bgs. Customer does not feel ok to troubleshoot. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-332a. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having sensor glucose of 67mg/dl versus blood glucose of 26mg/dl. Insulin was suspended as expected. Customer wanted to get the transmitter replaced. The low happened on (B)(6) 2024 and the paramedics were called at 5am. Troubleshooting for the sensor was done but customer declined troubleshooting for the low. Pump was used within 48 hours of the low. Per carelink, smartguard was used for most of the day. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.